Event description:
A report was received that the patient had developed a device related and procedure related spinal headache. A blood patch procedure was performed and event was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.